Event description:
The customer reported that the unit was failing pads ECG test during the opcheck.

Manufacturer narrative:
The customer reported that the unit was failing pads ECG test during the opcheck. The unit was evaluated at philips. The symptom was verified. Replacing the therapy pca resolved the issue.